Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment. The service representative turned on auxiliary oxygen flow to 10 liters/min. It was observed that the auxiliary oxygen flowmeter float rose due to oxygen delivery, however, no oxygen was exiting the output port manifold. The service representative disassembled the assembly and noted the 1/4 tubing disconnected from the inside port, which was also cracked. The module was replaced, and the unit was returned to service. The module was discarded prior to returning to the manufacturing site for investigation. An exact root cause of the complaint cannot be determined without a sample.

Event description:
The hospital reported that, during setup of the machine prior to patient connection, it was observed that the auxiliary flowmeter was not working. There was no patient involvement.